Event description:
It was reported that the pump's control iq software was not delivering and suspending insulin as intended. Subsequently, the customer experienced a blood glucose (bg) level of less than 40 mg/dl. Additionally, it was reported that the pump populated the incorrect bg value when calculating a bolus, and the pump was not delivering boluses as intended. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.